Event description:
It was reported that the patient did not hear the triggered lead integrity alert (lia). It was further noted that the patient was hard of hearing. The implantable cardiac defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.